Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father stated that the insulin pump is alarming no delivery. When the infusion sets are changed, insulin is coming out in droplets. A week ago the customer was hospitalized due to high blood glucose. Customer was vomiting and ketones. Customer tried to treat with manual injection. Diagnosed diabetes ketoacidosis. Hospital treated with IV insulin and rehydrated. The current blood glucose reading is 441 mg/dl. Customer treated with manual injection. Nothing further reported.